Manufacturer narrative:
During treatment of pelvic congestion syndrome, ovarian vein was being embolized. After deploying a combination of imp-10 and imp-fx-12 plugs, subsequent migration of the last imp-fx-12 plug was noticed from ovarian vein to renal vein. Physician then deployed the inferior vena cava filter and the migrated plug was captured and removed with an endovascular snare. Explanted plug was discarded by the hospital and not returned to manufacturer for evaluation. Based on the information received, procedure was performed as intended, however the cause of migration of the last imp-fx-12 plug is unknown. It was also reported that procedure was completed successfully without any adverse event to patient. A review of the lot history record and accompanying lot release report identified no quality issues related to device performance. The impede-fx indications for use in the EU and us are different. In the EU, the impede-fx is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature. Comparatively, in the us, the impede-fx is indicated for use with the impede embolization plug to obstruct or reduce the rate of blood flow in the peripheral vasculature; this means impede-fx must be used with the impede (510k number: k181051) to mitigate migration risks. In both the EU and us, impede-fx is used for peripheral vessel embolization and is identical with regards to form, fit and function. Therefore, regardless of the differences in the indications for use in EU and us, smm is choosing to report this incident to FDA because of the general similarities between the two regions. A supplemental report will be filed should additional information be received from the complainant. Shape memory medical complaint reference number: (B)(4).

Event description:
Patient presented with a pelvic congestion syndrome and ovarian vein was being embolized. After deploying a combination of imp-10 and imp-fx-12 plug in the ovarian vein, subsequent migration of the imp-fx-12 plug was noticed from ovarian vein to renal vein. Thereafter, inferior vena cava filter was deployed, and the migrated plug was captured and removed with an endovascular snare. Explanted plug was discarded by the hospital. Based on the information received, no serious adverse event to patient occurred. It was reported that the final outcome was satisfactory, and the patient had no consequences.